Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. Patient also had another valve implanted.

Manufacturer narrative:
Patient also had another valve implanted. Device not returned.